Manufacturer narrative:
Device booted to an alarm. The device was reset and returned to normal functionality. Data downloaded from the device indicates the error occurred on (B)(6) 2020. The device was not used again afterwards. Based on the strip simulation tester, blood glucose readings were found to be within specification and record successfully into the device memory. During the bg meter strip insertion verification test, the pdm recognized the activities and registered readings immediately. A new pod was paired with the pdm. Bolus delivery was tested. No issues were noted during insulin delivery. Key functionality was tested and all keys worked as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels exceeding 400 mg/dl, while using the omnipod. At the hospital, the patient received saline solution (method unknown) as treatment.